Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream sc 1.85 atherectomy catheter. The shaft, pod and the remainder of the device were visually inspected for damage. It was noticed that the catheter shaft showed 2 kinks located 21.5cm and 32.5cm from the tip. The device was connected to the jetstream console per the directions for use. The device was primed and activated. The device functioned as designed. It was noticed that the device was leaking from the shaft at the 32.5cm location due to the kink and damage to the infusion sheath. There were no detached components noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was a crack on the shaft. A 1.85mm jetstream sc catheter was selected for use for an atherectomy procedure. Prior to procedure, the physician was advancing the device into the sheath and noticed that there was a crack on the shaft. The physician stopped and cancelled the atherectomy procedure. There were no patient complications reported.

Event description:
It was reported that there was a crack on the shaft. A 1.85 mm jet stream sc catheter was selected for use for an atherectomy procedure. Prior to procedure, the physician was advancing the device into the sheath and noticed that there was a crack on the shaft. The physician stopped and cancelled the atherectomy procedure. There were no patient complications reported.